Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating button error and low readings. The customer's blood glucose was in the 50's mg/dl. The customer stated that the pump never suspended and it did not alarm low. The customer mentioned that she kept the pump in her bra and it did not move the second time. Customer was advised to discontinue use of the device and to revert to a backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened and creased escape buttons dome switch. No unlocked lcd keypad connector noted. No button error alarm during testing. The operating currents within specifications and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was programmed with test minilink and the glucose sensor simulator and communicated properly with glucose sensor simulator. The meter blood glucose now alarm and calibrate alarm feature working properly and no sensor alarm anomaly noted. The insulin pump was download to carelink pro properly and all bolus delivered were found at the carelink report. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.